Manufacturer narrative:
Describe event or problem: the hospital reported that the probes are working fine in the isolettes but are causing over heating of the babies on the radiant warmers. Deroyal: the defective samples were not returned for evaluation. Samples were pulled to take water bath measurements, resistance measurements, perform on-site testing at one of the hospitals reporting over heating, and internal testing with a radiant warmer. In each of the tests it was seen that the probes performed according to the intended use of the product and within the acceptable range specified by deroyal. Additionally, when compared to the device of our top competitor throughout the testing procedures, the deroyal products performed equally well.

Event description:
The hospital reported that the probes are working fine in the isolettes but are causing over heating of the babies on the radiant warmers.